Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot#: d4: medical device expiration date: 2025-02-28. D10: device available for eval? Yes. D10: returned to manufacturer on: 2021-02-24. H4: device manufacture date: 2020-03-02. Investigation summary: one 10ml syringe in an opened blister pack from batch: 0062708 (p/n: 300912) was received and evaluated. It was observed the plunger rod was in the bottom out position and the stopper was wedged between the retaining ring and barrel wall. The jammed stopper condition was rejectable per product specification. Potential root cause for the jammed stopper defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 10ml ll eurographics plunger was damaged. The following information was provided by the initial reporter: syringe with plunger malformation, never seen before.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 10ml ll eurographics plunger was damaged. The following information was provided by the initial reporter: syringe with plunger malformation, never seen before.